Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 (mg/dl) and large ketones. Customer administered an insulin injection to treat bg level. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog insulin, is reportedly filled with cold insulin, and changed every 3 days. Customer was reminded that insulin should be at room temperature before filling a cartridge and that humalog is indicated for use up to 48 hours. Recommendation was made to consult with health care provider to discuss diabetes management.